Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 years 2 months after insertion procedure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Other nonserious events were reported. This case was regarded as incident since intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain; cramping") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), pain ("pain"), menorrhagia ("prolonged, heavy, abnormal menstruation"), menstruation irregular ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating"), vaginal discharge ("vaginal discharge"), hormone level abnormal ("hormonal changes"), arthralgia ("joint pain"), fatigue ("fatigue"), headache ("headaches and/or migraines") and migraine ("headaches and/or migraines"). The patient was treated with surgery (on (B)(6) 2016, laparoscopic bilateral salpingectomy). Essure was withdrawn. At the time of the report, the abdominal pain, pain, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, hormone level abnormal, arthralgia, fatigue, headache and migraine outcome was unknown. The reporter considered abdominal pain, pain, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, hormone level abnormal, arthralgia, fatigue, headache and migraine to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced pain (seen as pelvic pain). This event is anticipated in the reference safety information for essure. Coils were removed approximately 4 years 2 months after insertion procedure. Chronic pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Other nonserious events were reported. This case was regarded as incident since intervention was required. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. A04528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included post-traumatic stress disorder in 2007, gravida ii, parity 2 ((B)(6) 2009 and (B)(6) 1999), ankle edema, tenderness (palpation of right lateral ankle area), ankle sprain, abscess, muscle strain, tooth extraction and tooth extraction. Previously administered products included for pain: percocet and naprosyn; for an unreported indication: mupirocin in 2011, hibiclens in 2011, oxcarbazepine in 2010, fluoxetine in 2010 and prenatal plus. Concurrent conditions included depression since 2007, asthma, yeast infection since 2011, appendicitis, bipolar disorder, cigarette smoker, vaginal discomfort, burning sensation, brain stem glioma benign, pruritus, sleep disturbance, mood altered, bacterial vaginosis, marijuana abuse, brain tumor, candida vaginal, endometriosis, ovarian cyst, diarrhea, viral gastroenteritis, viral pharyngitis, anterior cruciate ligament reconstruction, contusion, lumbar radiculopathy, nasal congestion, cerebrovascular disorder, nocturia, lung disorder, shellfish allergy, obesity, rhinitis, lung nodule, brain lesion, hearing decreased, bunionette and shellfish allergy. Family history included arthritis (mother) and heart disease, unspecified (father). Concomitant products included medroxyprogesterone (depo provera) from 2011 to 2012 for birth control as well as amitriptyline hydrochloride (elavil) from 2015 to 2017, amoxicillin, beta-lactamase sensitive penicillins (penicillin), bupropion from 2010 to 2014, calcium from 2011 to 2012, cefalexin (cephalexin) from 2012 to 2013, citalopram from 2010 to 2013, clobetasol since 2013, cyclobenzaprine hydrochloride (flexeril) since 2015, diazepam since 2012, diclofenac since 2012, diflunisal since 2015, doxycycline hyclate from 2015 to 2016, epinephrine (epipen) since 2015, eugynon (aviane) since 2013, fluconazole (diflucan) from 2015 to 2017, gabapentin, hydrocodone, ibuprofen from 2014 to 2016, influenza vaccine (afluria) from 2013 to 2014, influenza vaccine inactivated (fluvirin), ketorolac tromethamine (toradol) since 2016, levonorgestrel (plan b), lorazepam, metronidazole, miconazole, multivitamin from 2011 to 2012, naproxen from 2010 to 2016, ofloxacin, oxycodone from 2014 to 2017, paracetamol (mapap) since 2015, prednisone from 2015 to 2016, risperidone since 2013, salbutamol (albuterol) since 2016, salbutamol sulfate (proair hfa) since 2015, sertraline (zoloft) since 2015, solpadeine (tylenol 1) from 2015 to 2016 and tramadol hydrochloride (ultram) from 2010 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("headaches and/or migraines"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paraovarian cyst"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged, heavy, abmnormal menstruation/menorrhagia"), menstruation irregular ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), arthralgia ("joint pain"), fatigue ("fatigue"), back pain ("pain in low back constant and severe"), abdominal pain lower ("cramping/lower abdominal pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, back pain and abdominal pain lower had resolved and the menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, hormone level abnormal, arthralgia, fatigue, headache, migraine, adnexa uteri cyst, vaginal infection and bacterial vaginosis outcome was unknown. The reporter provided no causality assessment for bacterial vaginosis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion 3 coils were seen in cavity on the both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative (B)(6) 2014 hysterosalpingogram findings: bilateral essure devices project in the regions of the right lateral fallopian tubes. The endometrial cavity is normal in contour. There do not appear to be any endometrial cavity filling defects, however injected gas partially obscures the left cornual cavity. Contrast does not penetrate through the fallopian tubes. There is no free intraperitoneal spill of contrast bilaterally. Impression: bilateral essure devices with occluded bilateral fallopian tubeson on (B)(6) 2016, she had chlamydia screen done which was negative. (B)(6) 2016,ultrasound done which showed findings: uterus measures 7.9 cm. Myometrium is unremarkable. Curvilinear echogenic structures within both cornua may represent essure devices. Endometrial stripe measures 5 mm. Right ovary measures 3.4 cm, with a 2.1 cm paraovarian cyst. Left ovary measures 2.8 cm. Left ovary is normal. No free pelvic fluid. Impression: 2.1 cm simple right paraovarian cyst. Concerning the injuries reported in this case, the following one/ones were reported via medical records: bacterial vaginosis, confirming vaginal discharge, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 31-year-old female patient who had essure (batch no. A04528) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included post-traumatic stress disorder in 2007, gravida ii, parity 2 ((B)(6) 2009 and (B)(6) 1999), ankle edema, tenderness (palpation of right lateral ankle area), ankle sprain, abscess, muscle strain, tooth extraction and tooth extraction. Previously administered products included for pain: percocet and naprosyn; for an unreported indication: mupirocin in 2011, hibiclens in 2011, oxcarbazepine in 2010, fluoxetine in 2010 and prenatal plus. Concurrent conditions included depression since 2007, asthma, yeast infection since 2011, appendicitis, bipolar disorder, cigarette smoker, vaginal discomfort, burning sensation, brain stem glioma benign, pruritus, sleep disturbance, mood altered, bacterial vaginosis, marijuana abuse, brain tumor, candida vaginal, endometriosis, ovarian cyst, diarrhea, viral gastroenteritis, viral pharyngitis, anterior cruciate ligament reconstruction, contusion, lumbar radiculopathy, nasal congestion, cerebrovascular disorder, nocturia, lung disorder, food allergy, obesity, rhinitis, lung nodule, brain lesion, hearing decreased, bunionette and shellfish allergy. Family history included arthritis (mother) and heart disease, unspecified (father). Concomitant products included medroxyprogesterone (depo provera) from 2011 to 2012 for birth control as well as amitriptyline hydrochloride (elavil) from 2015 to 2017, amoxicillin, beta-lactamase sensitive penicillins (penicillin), bupropion from 2010 to 2014, calcium from 2011 to 2012, cefalexin (cephalexin) from 2012 to 2013, citalopram from 2010 to 2013, clobetasol since 2013, cyclobenzaprine hydrochloride (flexeril) since 2015, diazepam since 2012, diclofenac since 2012, diflunisal since 2015, doxycycline hyclate from 2015 to 2016, epinephrine (epipen) since 2015, eugynon (aviane) since 2013, fluconazole (diflucan) from 2015 to 2017, gabapentin, hydrocodone, ibuprofen from 2014 to 2016, influenza vaccine (afluria) from 2013 to 2014, influenza vaccine inactivated (fluvirin), ketorolac tromethamine (toradol) since 2016, levonorgestrel (plan b), lorazepam, metronidazole, miconazole, multivitamin from 2011 to 2012, naproxen from 2010 to 2016, ofloxacin, oxycodone from 2014 to 2017, paracetamol (mapap) since 2015, prednisone from 2015 to 2016, risperidone since 2013, salbutamol (albuterol) since 2016, salbutamol sulfate (proair hfa) since 2015, sertraline (zoloft) since 2015, solpadeine (tylenol 1) from 2015 to 2016 and tramadol hydrochloride (ultram) from 2010 to 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("headaches and/or migraines"). On (B)(6) 2015, 3 years 1 month after insertion of essure, the patient experienced vaginal infection ("vaginitis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required) and vaginal discharge ("vaginal discharge"). On 2015, the patient experienced dyspareunia ("pain during intercourse") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2016, the patient experienced adnexa uteri cyst ("paraovarian cyst"). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged, heavy, abmnormal menstruation/menorrhagia"), menstruation irregular ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes"), arthralgia ("joint pain"), fatigue ("fatigue"), back pain ("pain in low back constant and severe"), abdominal pain lower ("cramping/lower abdominal pain") and bacterial vaginosis ("bacterial vaginosis"). The patient was hospitalized on (B)(6) 2016. The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, vaginal haemorrhage, back pain and abdominal pain lower had resolved and the menstruation irregular, dysmenorrhoea, dyspareunia, abdominal distension, vaginal discharge, hormone level abnormal, arthralgia, fatigue, headache, migraine, adnexa uteri cyst, vaginal infection and bacterial vaginosis outcome was unknown. The reporter provided no causality assessment for bacterial vaginosis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: after insertion 3 coils were seen in cavity on the both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Human chorionic gonadotropin - on an unknown date: negative. On (B)(6) 2014 hysterosalpingogram findings: bilateral essure devices project in the regions of the right lateral fallopian tubes. The endometrial cavity is normal in contour. There do not appear to be any endometrial cavity filling defects, however injected gas partially obscures the left cornual cavity. Contrast does not penetrate through the fallopian tubes. There is no free intraperitoneal spill of contrast bilaterally. Impression: bilateral essure devices with occluded bilateral fallopian tubeson on (B)(6) 2016, she had chlamydia screen done which was negative. 2016,ultrasound done which showed findings: uterus measures 7.9 cm. Myometrium is unremarkable. Curvilinear echogenic structures within both cornua may represent essure devices. Endometrial stripe measures 5 mm. Right ovary measures 3.4 cm, with a 2.1 cm paraovarian cyst. Left ovary measures 2.8 cm. Left ovary is normal. No free pelvic fluid. Impression: 2.1 cm simple right paraovarian cyst. Concerning the injuries reported in this case, the following one/ones were reported via medical records: bacterial vaginosis, confirming vaginal discharge, pelvic pain. Most recent follow-up information incorporated above includes: on 22-feb-2018: pfs and medical record received: event abnormal vaginal bleeding, bladder infection, urinary tract infection, vaginal infection/vaginitis, reproductive system disorder or condition paraovarian cyst, pain in low back and abdomen constant added. Reporters added and medically confirmed case. Concurrent condition,concomitant medication added,historical condition added. Outcome of event added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.